Event description:
It was reported by a veterinarian that an animal experienced post op suture breakage following a surgery on (B)(6) 2014.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.